Event description:
It was reported that during the pulse field ablation procedure with farawave catheter to treat atrial fibrillation (a fib), the patient experienced st segment elevation and cardiac arrest. Throughout the case the patient had premature ventricular contractions (pvcs). The patient has a history of an anomalous right coronary and a stent. The physician had trouble with accessing the right femoral vein. The abnormal st segment was only noticed after ablating the left superior pulmonary vein (lspv). The physician advised anesthesia to provide 2 milligrams of nitroglycerin and a presser. They then checked ice for effusion while waiting for the st elevation to resolve. Around this time, the patient had a run of pvcs and went into ventricular fibrillation (vfib). A nurse charged the defibrillator and shocked the patient. The rhythm returned to sinus for a few beats, and patient went into vfib again. Patient was shocked a total of 4 times as they kept going back into vfib. After the 4th defibrillation, patient was back in sinus with no st elevation. The physician then continued with ablation. All products were removed from the left atrium and patient was underwent a coronary catheter procedure. The patient is being held for observation. The device will not be returning as the device was disposed by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.